Event description:
To whom this may concern at medwatch, hello, my name is mr. (B)(6) with a (B)(6) that currently at this time is incarcerated in state (B)(6) that's located in (B)(6). This letter is regarding to see if this program can represent me in a civil lawsuit against the company that provides hernia meshes. The reason I am requiring about this types of help because I've had four different abdominal surgeries. I've had surgery recently in the last couple of years. I would like to go after the company that provides these meshes to hospitals. Since on four different occasions I had to get the meshes replaced through abdominal surgery due to the meshes coming lose and caused me pain and suffering. I would like to be represent on this on a civil lawsuit against the company of mesh providers. Please do respond back regarding this civil suit and complaint against the medical company on the problem of hernia abdominal meshes. I have been trying to do this on my own and I haven't got nowhere. I wrote to (B)(6) out of (B)(6) and they sent me a letter with your address to get the help I need on this problem and civil lawsuits. Please tell me on what kind of help you can assist me with on the civil claim suit and more hopefully. I appreciate your time and look forward to hearing back soon with good news from this agency. Thank you.

Event description:
Add'l info received from reporter for mw5073675 on 01/12/2018. Thank you for responding back about my medical device report (MDR), my access number: mw5073675 and I made a claim against the device of hernia mesh. I had 3 different mesh hernia surgeries due to hernia in my abdominal stomach. My hernia reoccurred on three different times and had three different mesh devices put in during my surgeries. There was some more function with the hernia mesh. I have pain on the inside of my stomach, abdominal walls. It bothers me a lot, it affects my daily activity. I have no way of contacting any lawyer like medwatch com agency. I would like to be compensated in payment and represented by a lawyer and an agency that will help me to open a civil case claim against the hernia mesh company. My last hernia mesh repair was in 2017, last year about 6 months ago. Do please get back to me with all forms and ways with representation on question and forms to file a civil action lawsuit that I can be compensated and your agency makes a profit as well. To this day 6 months after, the hernia mesh surgery still causes me pain and that's after the third surgery where the drs did surgery and put once again another mesh in. I would like to be contacted through your agency's help to represent me on a case against the mesh company. Well, thank you for your time and help.

Event description:
To whom this may concern at medwatch, hello, my name is mr. (B)(6) with a (B)(6) that currently at this time is incarcerated in state (B)(6) that's located in (B)(6). This letter is regarding to see if this program can represent me in a civil lawsuit against the company that provides hernia meshes. The reason I am requiring about this types of help because I've had four different abdominal surgeries. I've had surgery recently in the last couple of years. I would like to go after the company that provides these meshes to hospitals. Since on four different occasions I had to get the meshes replaced through abdominal surgery due to the meshes coming lose and caused me pain and suffering. I would like to be represent on this on a civil lawsuit against the company of mesh providers. Please do respond back regarding this civil suit and complaint against the medical company on the problem of hernia abdominal meshes. I have been trying to do this on my own and I haven't got nowhere. I wrote to (B)(6) out of (B)(6) and they sent me a letter with your address to get the help I need on this problem and civil lawsuits. Please tell me on what kind of help you can assist me with on the civil claim suit and more hopefully. I appreciate your time and look forward to hearing back soon with good news from this agency. Thank you.